Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient¿s backup system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis the serial number of the exchanged backup system controller was not provided. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with a driveline fault and came to the emergency department for evaluation. The patient has a history of an internal driveline splicing. The log files were submitted for review. It appeared that the event log file recorded a driveline power fault a on (B)(6) 2026. The motor function was not affected by this event. The x-ray was submitted. The alarm resolved by doing a modular cable and system controller change. The patient was observed in intensive care unit (ICU) overnight with no other alarms. They attached pictures of modular cable connection site and old modular cable. No corrosion was noted. The patient was provided with a new backup system controller as well. The log files were submitted, and it captured the modular cable and system controller exchange. The driveline power fault resolved. The pump cable connector appeared to not have any corrosion on it.